Event description:
It was reported that an altitude alarm intermittently occurred. Additionally, it was reported that an occlusion alarm intermittently occurred. There was no reported impact to the customer's blood glucose. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.